Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Upon inspection and testing, it was observed that there was no image yielded by the device. This is attributed to the faulty charge couple device (ccd) unit. The cable of the device was tested with a known good ccd unit. There was shortage in the cable that caused intermittent flicker in the image. The user¿s complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during reprocessing the device yielded a poor image. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Per the review of the repair history, the device was repaired six times: dec 13, 2016; dec 29, 2017; mar 3, 2018; mar 29, 2019; nov 19, 2019; and sep 15, 2020. Malfunction of the charge couple device (ccd) unit may have been caused by ultraviolet deterioration of the sensor materials.